Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2011. The patient reported blood glucose results of "161 and 140 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <=20% and/ or <=20 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. An hour after the alleged issue begun, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/08/2011)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.